Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that during the implant attempt, the physician had difficulties inserting the lead into the connector of the device. After closure, the lead impedance and threshold were out of limits. The physician decided to re-connect the lead and values were good and the system was implanted. No patient complications have been reported as a result of this event.